Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part: 400.834s lot: l417148 manufacturing site: bettlach release to warehouse date: 19. May 2017 expiry date: 01. May 2027 a manufacturing record evaluation was performed for the sterile finished device lot number, and no non-conformances were identified. The unsterile part was manufactured in synthes us: part: 400.834.05 lot: h317550 manufacturing location: monument manufacturing date: 08-mar-2017 part number: 400.834, ti low profile neuro screw self-drilling 4mm lot number: h317550 (non-sterile) lot quantity: 240 work order traveler met all inspection acceptance criteria. Component part(s) reviewed: 21015, tialnbri4.00 lot number: h275132 lot quantity: 2,005 lbs. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a cranial screw plusdrive broke in an unknown procedure. However, the broken piece did not fall inside the patient. Thus, another screw was used to complete the surgery. There was no patient consequence and the procedure outcome was unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).